Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 433mg/dl. The customer treated with insulin injection. Customer also indicated of sensor glucose of 336mg/dl and blood glucose of 433 mg/dl at the time of the call. Customer declined to check their settings and indicated that they would monitor the pump. Customer was advised that the infusion sets would be replaced but customer declined further high blood glucose troubleshooting.